Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr encountered resistance during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing an emergency thrombectomy. The patient¿s vessel tortuosity was moderate. Stroke onset to reperfusion time was 3 hours. The patient was admitted to the hospital for emergency treatment and diagnosed with acute cerebral infarction. After angiography, it was confirmed that the internal carotid artery c6 segment was embolized and emergency embolectomy was to be performed. The proximal intermediate catheter was supported, and the distal taijie 0.027 microcatheter passed through the embolized segment with the avigo guidewire. It was found that it was in the true cavity and the distal blood vessels were unobstructed during the angiography. Swim embolectomy was prepared and a 6-30sfr stent was selected for embolectomy. The stent was packaged intact and fully hydrated. The stent was delivered from the y valve into the microcatheter and pushed slowly. At first, the delivery was normal, but there was a sudden resistance and the stent could not be delivered to the tip of the microcatheter. After repeated operations, the problem could not be solved. The stent was withdrawn and it was found that the soft connection of the stent was kinked. To ensure the safety of the patient, it was replaced with a new embolectomy stent and the above operation was repeated. The stent entered the microcatheter normally and the operation went smoothly. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter taijie weiye, guidewire avigo.

Manufacturer narrative:
Product analysis # (B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) drawing(s) referenced: n/a as found condition: the solitaire fr 6-30 stent device was returned inside a sealed biohazard bag and a shipping box. The non-mdt (B)(4) catheter was not returned. Damaged location details: the solitaire fr 6-30 stent device¿s finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The working length struts were in good condition, while the non-working length struts were kinked at the teardrop strut. No irregularities were found outside the proximal marker. The marker coil appeared kinked at 5.0cm to 5.5cm from the distal tip. No bends or kinks were found on the pusher wire, and no other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length strut and marker coil of the solitaire fr 6-30 stent device were kinked. The damage likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the non-mdt (B)(4) catheter against resistance. However, the root cause of the resistance failure could not be determined. Possible causes include moderate vessel tortuosity, a damaged or incompatible catheter, failure to maintain the correct flush rate, or a lack of continuous flush with heparinized saline during delivery. In this event, the reported non-mdt (B)(4) is compatible with the solitaire fr 6-30 stent device, as it had a labeled inner diameter (ID) of 0.027 inches, ruling out an incompatible catheter as a possible cause. In addition, the customer noted that a continuous saline flush was administered; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a potential cause. Thus, moderate vessel tortuosity, damaged catheter, failure to maintain the correct flush rate, or a lack of continuous flush with heparinized saline during the procedure could have contributed to the resistance failure. Since the non-mdt (B)(4) catheter was not returned, any contribution of the catheter to the reported resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the lesion characteristics include an acute internal carotid artery occlusion. The cause of the solitaire resistance/kink was not determined. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.